Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device powers on and unexpectedly powers off during active patient monitoring. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have a failed main-board chip. This prevents the device from completing the power-on sequence followed by the interface button flashing 12 times.

Event description:
The customer reported that the device powers on and unexpectedly powers off during active patient monitoring. There was no patient impact or consequence reported.